Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient was having charging issues. Patient has been charging 4 times a day. The issue has not been resolved. No surgical intervention occurred or planned. Patient is alive with no injury. Additional information was received from a patient. It was reported that patient is having difficulties/ problem with recharging. Patient indicated they spoke with rep this weekend and was instructed to get a new recharger sent out right away. Patient stated it continues to a be problem for the recharger to find the ins, up to 30-40 min and then charges intermittently and does not charge fully. Patient confirmed charge quality excellent. Charger quality good. Email was sent to repair. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative was received. Rep stated that the cause of patient charging 4 times a day and ins was not charging was patient needed charging education. When asked what steps were taken to resolve the charging difficulty, rep stated they trained patient in proper charging technique. It was noted those issues had been resolved and the provide information had been confirmed. No patient symptoms or complications were reported in this event.